Event description:
On (B)(6) 2024, it was reported by a facility representative via email that an arthrex femoral nail, a lag screw, and a distal screw were removed. The original procedure occurred at another facility. No further information was provided.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d6a, d6b, g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Additional information: b5, g3, h6.

Event description:
Additional information received on 9/16/2024: the facility representative reported that it was noted in a consult report the original hip procedure was performed in 2023. In (B)(6)2024, the patient went to the hospital for reasons unrelated to the hip surgery. During the course of the hospital stay, the patient reported pain in the hip. Radiology confirmed that the patient had a femoral neck fracture with periprosthetic lucency, suggesting loosening of hardware. The hardware removal procedure was performed on (B)(6) 2024. Then, on (B)(6) 2024, the patient underwent a total hip conversion surgery. The facility representative does not have any other details regarding the surgeries.